Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was unable to disconnect the dark blue connector of a minicap transfer set from the pd cycler ¿because the dark blue tip got stuck¿. The patient had to use pliers to unscrew the tip. This occurred during use of the device for automated peritoneal dialysis (pd) therapy. The transfer set was changed to rectify the issue. The reporter stated there was no issue with the cassette. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.